Manufacturer narrative:
(B)(4). Off-label, unapproved or contraindicated use (neck angulation > 60 degrees).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck had a diameter of 21 mm, with a length of 15 mm. The neck was highly angulated, with the angle being off-label. There was reported to be severe tortuosity below the renal arteries. It was reported that the physician attempted to implant the stent graft system. The main body and both ipsilateral limbs were completed, and the contralateral limb was cannulated. The distal tip of the contralateral limb became caught on the curve of the proximal aortic neck and could not be advanced. The physician decided to discontinue efforts to implant the left contralateral limb, and used another manufacturer's device to complete the procedure. A gap was noted between the nosecone and graft cover. During the delivery, the tip of the delivery system had to bend to fit through the highly angulated neck, and the gap was caught in the bifurcate, preventing placement of the graft. No additional clinical sequelae were reported and the patient is fine. The physician commented that the proximal neck below the renal artery had severe tortuosity and the distal tip of the delivery system had a slightly uneven shape. Therefore, the distal tip could not avoid being caught on the curvature site. The physician decided to abandon further insertion due to risk aversion.